Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a thrombus. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. After steerable guide catheter (sgc) insertion into the left atrium, a small structure was found near the tip of the sgc. Shortly after detection, the structure was no longer visible. The procedure was continued without further reported complication with one clip implanted and an mr reduction to grade <1. There was no clinically significant delay in the procedure and no additional information was provided.